Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product information was not available, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that he was experiencing a hyperglycemic episode with symptoms such as confusion and palpitations, due to his pump being broken and not administering the correct insulin dose. The customer also reported that the results on his contour next link 2.4 meter were lower than he expected due to his hyperglycemic symptoms, however, no specific readings associated with the event were provided. The customer was hospitalized for three days, where he received treatment with fluids and insulin. The customer will not return any product for evaluation, as he returned the meter and strips to the hospital. The customer received a replacement meter from the hospital.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.